Event description:
"Upon entering pt room at approx. 12:30 on rounds, found foot and head of bed to be in inclined position and pt lying on the right side with head and left thumb lodged in small bedrail opening. Pt had been last checked on rounds at 11:15 pm and was resting comfortably. Pt's head dislodged byt staff. Noted four small lacerations on right eyelid, right eyebrow and nose (x2) with some bleeding noted. Some swelling on the right face. Inc and pressure applied and bleeding controlled.